Event description:
It was reported that the catheter was leaking. Per follow up via phone on (B)(6) 2021, caller stated that customer called liberator for need of assistance to placing the wick, but no one called back. Customer was unsure if customer was moving, or the catheter was dislodging. Also stated that customer no longer using the system.

Manufacturer narrative:
Per follow up information received, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was leaking.